Event description:
Allegations of atypical connective tissue disease, atypical rheumatic syndrome, atypical neurologic disease system, polyneuropathies, mixed connective tissue disease, rheumatoid arthritis, nonspecific auto-immune condition, raynaud's phenomenon, polyarthritis, myalgias, lymphadenopathy, chronic inflammatory response, breast infections, disfigurement, impairment of the immune system, complex surgical procedures, loss of concentration and focus, anxiety, loss of sleep, depression, silicone toxicity syndrome and silicone implant disease.